Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. Approximately 2.5 weeks post index procedure, the patient was rehospitalized. The patient had suffered an mi and went into cardiac arrest. It is unknown whether the reported mi was related to the target vessel. The patient recovered without sequelae. The investigator indicated that the reported event was possibly related to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).